Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout and a review of the logs. No system errors were found. The reported issue could not be duplicated. The customer rebooted the system and completed a system check, all checks passed.

Event description:
The hospital reported that during a case, while using mechanical ventilation, the patient circuit became disconnected at the expiratory flow sensor and the system did not alarm. The circuit reconnected and case resumed. There was no report of patient injury.